Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 2,500 ohms and no alert. Technical services (ts) explained no alert for the same condition will trigger until the alert is cleared by a programmer, thus the device alert is operating as designed. No adverse patient effects were reported. The lead remains implanted and in service.